Event description:
Symptoms/ae: retroperitoneal bleed. Time of symptoms/ae: after procedure. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an unspecified procedure. The pt had retroperitoneal bleeding and hemostasis was achieved with manual compression. No intervention or treatment was required. Despite requests, no add'l info is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.